Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the tubing from the wand has been cut and removed. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. A functional evaluation could not be conducted due to tubing being cut and removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: the wand´s connector or cable got damaged and/ or shorting the connection of the buttons or saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an acl procedure, the finger switch of the werewolf flow 90 wand was jammed (wand still functioning even though nothing was pressed. Error code ¿multiple buttons or foot controls have been pressed simultaneously¿ appeared. Proceeded with using foot control only but error message appeared again. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.